Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the phaco tip had broken while in the patient¿s eye during cataract surgery (with intraocular lenses implant). This event was occurred on (B)(6) 2023 while using phaco, the surgeon felt like something was a little off and removed the phaco handpiece. There was no patient harm. The surgery was completed after replacing the product with new one.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of broken phaco tip; however, the attached photo does confirm a bent phaco tip. The reported issue of broken could not be confirmed in the photo. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The customer photo confirms a bent phaco tip; however the reported issue of broken could not be confirmed in the photo. Because a sample was not received at the manufacturing, therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: 2023-29576